Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor completed the infusion 5 hours earlier. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 240ml fluorouracil and saline. The expected infusion time was 48 hours; however, the actual infusion time was 43hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.